Event description:
There was a balloon rupture. A percutaneous transluminal angioplasty was being performed in the left superficial femoral artery. A left femoral approached was used. The vessel was very tortuous with heavy calcifications and revealed 90% stenosis. As reported by physician, due to heavy calcification, the balloon ruptured at the norminal presure of 8 atmospheres at their third dilation attempt. The procedure was completed using another balloon catheter of the same size. There was no adverse consequence to the pt. This product will not be returned for eval and testing. Additional info will be sent within 30 days upon receipt.